Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) - patient selection, per instructions for use, under precautions: do not deploy the clip in areas of calcified plaque. Evaluation summary: the device was returned for analysis. The reported difficulty inserting the device was not confirmed and could not be replicated in a testing environment as it was likely based on operational circumstances. The reported failure to deploy the plunger and difficulty advancing the thumb advancer were not confirmed and could not be tested due to the returned condition of the device. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The device was used in a mildly calcified common femoral artery following a coronary interventional procedure. Resistance was encountered during depressing the plunger, the device could not be activated. Resistance was encountered during advancement of the thumb advancer. A clinically significant delay in the procedure was reported. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after an interventional procedure. Reportedly, the starclose se system was blocked and could not be activated anymore. The physician cut the sheath to remove the device and readvanced with another guide wire to put in another unspecified closure device. There was no reported adverse patient sequela. Although the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.